Manufacturer narrative:
Reseated loose cable.

Event description:
The customer reported that the ventilator shutdown and alarmed during use in normal ventilation mode. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer was unable to duplicate the reported problem. The service engineer reported review of the device diagnostic log noted a vent inop data acquisition pcba adc reference failure occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Upon evaluation, the service engineer reported the cable to the motor controller pcb board was loose. The service engineer reseated the cable to address the finding. Applicable final testing was performed to operating specifications.